Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Technical support replaced charging supplies. No additional information obtained regarding the issue.